Event description:
The manufacturer received information alleging a ventilator malfunctioned and failed to audibly alarm to alert the caregiver, resulting in the pt being admitted to the hospital for observation. The reporter of the event confirmed the pt returned to his baseline condition and was discharged from the hospital. The device has not been returned to the manufacturer and further details of the event are unavailable at this time. A follow-up report will be filed when pertinent information becomes available.